Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-06. Investigation summary : one sample was provided to our quality team for investigation. Through visual inspection, the scale is observed to be partially missing and compressed. A device history review was performed for reported lot 2101066, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, this defect can occur due to a failure in the trigger that guides the barrel to be correctly positioned during the scale transfer. As a result of the failure, the barrel did not properly rotate, resulting in the scale being compressed. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced misaligned scale marking. The following information was provided by the initial reporter: no graduation on the body of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced misaligned scale marking. The following information was provided by the initial reporter: no graduation on the body of the syringe.